Event description:
It was reported that the electrocardiogram (ECG) connector on the programmer was "pushed in." It was also reported the EKG (electrocardiogram) plug in tray had come loose and cables cannot be plugged in. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the EKG (electrocardiogram) connector was broke loose from the lem (link electronic module) printed circuit board assembly. Analysis also found the hinge plate screws are loose and missing. (B)(4).